Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 586 mg/dl. Customer went through a few mini strokes not related to diabetes. Troubleshooting for high blood glucose was performed. Customer advised they went to the emergency room for their high blood glucose. Customer treated their blood glucose with a manual injection and they were given fluids. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to further troubleshoot and was frustrated with all the questions regarding their hospitalization.